Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that, during a knee arthroscopy, the tip of a super multivac ifs wand broke off and was dislodged into the patient knee cavity. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Review of complaint history of the reported lot number: 2029058 for the past 3 years found no other similar complaints. A review of manufacturing records for the reported lot number: 2029058 found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the returned wand show a broken/detached tip. Functional evaluation of the device cannot be performed cause of the detached tip. The device met all specification upon release into distribution. The complaint was verified as the device shows a broken and detached tip and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) mechanical displacement of tissue through applied force (2) enlarge a surgical site or (3) gain access to tissue as this may result in a damage to the device, and/or leading to patient injury (4) device tip hitting a metal surface such as a cannula. There are no indications to suggest the device did not meet product specifications upon release into distribution.